Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported, that the pump battery was depleting quickly. There was no adverse impact to blood glucose. Multiple attempts were made by tandem¿s technical support to obtain additional information. However, a response was not received.